Event description:
Received call from or stating patient haveing prosthesis removed and different size implanted. Dx on chart states: incontinence resulting from dysfunctional urethral implant/h&p states? "Failure of cuff? Device leak," device removed, new device implanted. ID by pathologist for gross identification, to material person or to send to manufacturer.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.